Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the first week on the pump, the customer had experienced elevated blood glucose (bg) levels (300s mg/dl range) and stated that it takes more insulin than usual to bring down bg levels. Reportedly, the settings from a previous pump were copied into the t:slim g4 pump, with no adjustments. The customer used manual injections to address elevated bg level. The customer has since switched back to the previous pump. It was indicated that the customer would be meeting with the healthcare provider the following week to discuss pump settings. Although requested, additional information regarding this event was not provided.